Manufacturer narrative:
All buttons functioning properly. No moisture or damage or unlocked lcd keypad connector during visual inspection noted. No frozen screen, blank display, display anomaly or audio or beep anomaly noted. Device time or clock moved. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating. The customer¿s blood glucose level was 65 mg/dl. The customer stated that the insulin pump was making a constant tone and changed the battery again and pump display would freeze and continue the constant tone. It was also reported that the buttons stopped working. The customer reported that the insulin pump screen was not completely blank. The customer declined troubleshoot for low blood glucose. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.